Manufacturer narrative:
(B)(4). Date of initial report: 03/24/2011. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the device would no longer open after sealing. Another device was used to cut around the device and remove it. There was no pt injury.